Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported the patient's generator had not worked for almost a year. No patient symptoms were reported regarding this event.

Event description:
Additional information was received from the patient. It was reported that the generator not working had not resolved. The patient was having it removed on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.